Event description:
A new navigator was being trialed for sentinel node biopsies on this patient. We used the probe cover that was given to us by the vendor. This cover is much thinner than the previous model. At the end of the case, it was discovered to have broken open at its tip which exposed the patient to the unsterile metal on the neoprobe in her right axilla.

Event description:
A new navigator was being trialed for sentinel node biopsies on this patient. We used the probe cover that was given to us by the vendor. This cover is much thinner than the previous model. At the end of the case, it was discovered to have broken open at its tip which exposed the patient to the unsterile metal on the neoprobe in her right axilla.